Manufacturer narrative:
Replace with concomitant medical products: 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation the cardiac resynchronization therapy defibrillator (crt-d) encountered a power on reset (por). The crt-d remains in use. No patient complications have been reported as a result of this event.